Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02971. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement. Approximately 102 months after the initial procedure the patient had a left knee revision. There was evidence of polyethylene synovitis throughout the joint. This was fully debrided. The polyethylene was removed. The polyethylene was worn. The surgeon was able to disimpact the femoral component as it was grossly loose. It was debonded from the cement. It left all of the cement remaining on the femur. The patient was taken to pacu in good condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.